Manufacturer narrative:
Evaluation method codes added. Evaluation result code added. Evaluation conclusion code updated from 'cmc - no problem detected' to 'known inherent risk of device'. The device was not returned for analysis as it was discarded at the site, however procedural media was provided to aid in the investigation and reviewed by a member of the boston scientific global medical safety organization. Four fluoroscopy video loops, 1 intracardiac echocardiogram (ice) video loop and 3 ice still images were provided for review. The left atrial appendage had a chicken-wing anatomy on fluoroscopy. The deployed closure device shape looked adequate on both fluoroscopy and ice. The media is limited and does not allow to determine whether position, anchor, size, seal (pass) criteria were met or not and the cause of the embolization cannot be determined.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned at the laa and a 27mm watchman flx closure device and delivery system (wds) were advanced. The wds was deployed, release criteria were assessed and met. The wds was released. The was pulled back across the septum into the right atrium and an effusion sweep was performed via intracardiac echocardiogram (ice). While performing the effusion sweep, it was noticed that the 27mm watchman flx closure device had embolized out of the laa and was observed bouncing around the inside of the left atrium for a couple of cardiac cycles before wedging itself into the mitral valve. In an attempt to snare the 27mm watchman flx closure device, it became further wedged under the mitral valve leaflets. During this time, blood flow was impeded through the mitral valve and the patient was becoming hemodynamically unstable. The patient was intubated and placed on cardiopulmonary bypass. Transesophageal echocardiogram (tee) was utilized to visualize and image the heart. While on bypass, the volume within the heart decreased and the left ventricle decreased in size making it difficult to maneuver the snare around the 27mm watchman flx closure device to snare the threaded insert. After multiple attempts it was decided to convert to open heart surgery. The 27mm watchman flx closure device was explanted and the left atrial appendage was ligated.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned at the laa and a 27mm watchman flx closure device and delivery system (wds) were advanced. The wds was deployed, release criteria were assessed and met. The wds was released. The was was pulled back across the septum into the right atrium and an effusion sweep was performed via intracardiac echocardiogram (ice). While performing the effusion sweep, it was noticed that the 27mm watchman flx closure device had embolized out of the laa and was observed bouncing around the inside of the left atrium for a couple of cardiac cycles before wedging itself into the mitral valve. In an attempt to snare the 27mm watchman flx closure device, it became further wedged under the mitral valve leaflets. During this time, blood flow was impeded through the mitral valve and the patient was becoming hemodynamically unstable. The patient was intubated and placed on cardiopulmonary bypass. Transesophageal echocardiogram (tee) was utilized to visualize and image the heart. While on bypass, the volume within the heart decreased and the left ventricle decreased in size making it difficult to maneuver the snare around the 27mm watchman flx closure device to snare the threaded insert. After multiple attempts it was decided to convert to open heart surgery. The 27mm watchman flx closure device was explanted and the left atrial appendage was ligated.